Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device due to detection of supra ventricular tachycardia (svt) with rapid ventricular response (rvr). The device remains in use. It was also noted that the right atrial (ra) lead was observed with occasional undersensing. Chronic high threshold was noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.